Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi such as the pictures, and similar past cases, there was the possibility that the dirt inside the light guide lens was attributed to the stain invasion into the device from the peeled adhesive around the light guide lens. The exact cause of the peeling of adhesive could not be conclusively determined, there was the possibility that the peeling was attributed to the external stress such as hitting the distal end, or the chemical stress of reprocessing, or storage environment. In addition, there was the possibility that the foreign material around and under the forceps elevator was attributed to a corroded forceps elevator or a residue that could not be removed by reprocessing after the procedure. The exact cause of the corrosion of forceps elevator could not be conclusively determined, there was the possibility the corrosion was attributed to water remained on the forceps channel or the forceps elevator after the reprocessing. And, the exact cause of the residue that could not be removed by reprocessing could not be conclusively determined, there was the possibility that the residue was attributed to a difference between the reprocessing method conducted by the user and the reprocessing method recommended by the instruction manual. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance by the field service engineer, it was found that there was dirt inside the light guide lens of the subject device. There was no report of patient injury associated with this event. The service department of olympus medical systems (B)(4) checked the subject device and confirmed the reported event, and also found that there was foreign material around and under forceps elevator of the subject device. Omsi surmised that these foreign materials around and under forceps elevator might be caused by the insufficient cleaning during the reprocessing of the subject device.